Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed the server and confirmed no recent messaging delays, verified that stations were communicating normally, ran all device events report for the affected stations and found no transactions associated with temporary visits. Later the customer confirmed that the issue was resolved. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server patient data was not crossing over to either pyxis station. Both units were restarted by the customer; however, the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.